Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump had random no delivery alarms and battery compartment was very difficult to open. Customer reported that the insulin flow blocked alarm was resolved by changing complete set. Customer mentioned that the pump was not delivering insulin, however it was due to bolus not delivered alerts. Customer also mentioned that the battery cap was not hard to remove, but the belt clip was hard to remove and was not reporting any damage to the insulin pump. The insulin pump was not returned for analysis.